Manufacturer narrative:
Device evaluation summary: visual inspection showed the outlet accessory port was broken off. Performance testing could not be performed with the port broken off. The reason for the return was visually confirmed by the video provided by the customer showing evidence of the leak from the same port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak was identified on the outlet side at the pink port of the mc3 vitalflow nautilus extracorporeal membrane oxygenation (ECMO) oxygenator prior to use. There was no noted damage to the packaging during setup, and no other components were affected. The same leak did not appear in multiple packs. The device was replaced. No patient complications have been reported as a result of this event. The serial number of the oxygenator is (B)(6).